Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer had issues with her keypad not working on their insulin pump. The patient's blood glucose level was at 310 mg/dl. The customer stated that there were no significant events that could have led to the key pad issues. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping anomaly was noted. All operating currents were within specification. No unexpected low battery, off no power, or battery out limit alarms were noted. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.